Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer also had issues with the act button and needing to press the button very hard. The customer's blood glucose was over 600 mg/dl. While troubleshooting, the customer stated that he had dropped the insulin pump a long time ago but not recently. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.